Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed assessing for a possible electromagnetic interference (emi) source. Ts also discussed bringing the patient into clinic for further evaluation. No adverse patient effects were reported.